Event description:
Proximal drain separated from distal drain catheter with distal portion remaining within body. Drain fragment needed to be removed in the or under general anesthesia.

Event description:
Proximal drain separated from distal drain catheter with distal portion remaining within body. Drain fragment needed to be removed in the operating room under monitored anesthesia care.